Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and insulin delivery. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient was taken to the emergency room (ER) due to blood glucose levels over 13.9 mmol/l (250 mg/dl). The patient had a urinary tract infection and a stomach flu virus and then developed an infection around the cannula of the pod while it was worn. Due to the infection, insulin was not being delivered as intended and the patient experienced hyperglycemia. The patient was treated with insulin and antibiotics. The pod was removed at the ER.